Event description:
It was reported that customer received a button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with an intermittent up and down button response due to corroded keypad traces. No button error alarm noted. Insulin pump received was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.